Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that was hospitalized for low blood glucose on (B)(6) 2022. The customer¿s blood glucose level was 40 mg/dl at the time of incident and it goes down into 30 mg/dl. The customer treated low blood glucose value with food, glucose and carb intake. It was unknown if the customer was using auto mode or not at the time of incident. No further patient complications were reported. The customer will continue to use the device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Event description:
Customer's mother reported customer had lows two times where emergency medical service had to be dispatched. Please see (B)(4) for the second instance. Caller mentioned one instance on february 21, 2022 where emergency medical service was dispatched for a low of 40mg/dl that went down into the 30smg/dl. Glucose/carbohydrate was given. Caller said she will call back when she has the pump and exchange the pump for the retainer ring recall. Per svn 313967431, there was no damage to the clear retainer ring and the reservoir can lock in place. The insulin pump passed self-test. Caller could not perform the displacement test. The insulin pump will be replaced due the recall. There is no allegation against the retainer ring. The insulin pump was likely used at the time of the incident. It is unknown if sensor was used. The insulin pump will return under svn 313967431 as an exchange with no consequence. Per svn 313967431, the insulin pump is a 630g, so pump does not have auto mode feature.